Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 product not returned. If further details are received at a later date a supplemental medwatch will be sent a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This medwatch report is in response to receipt of a voluntary medwatch report mw#5147402. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a perineal laceration on (B)(6) 2023 and suture was used. The 3-0 single suture needle broke off from the suture and became lodged in the patient's perineum. Provider had to undo the progress of her repair to find the needle in the patient's perineum. The needle was removed by provider and was intact. Perineal repair was finished with 3-0 double needle suture with no complications.¿ the device is not available for return.